Manufacturer narrative:
An event of patient having difficulty being removed from cardiopulmonary bypass after procedure and patient death was reported. It was reported that a 21 mm regent valve was implanted that would not open or close and a decision was made to downsize to a 19 mm regent valve. The patient had difficulty coming off cardiopulmonary bypass and needed a temporary lvad with an impella device. A returned device assessment and histopathological examination could not be performed as the device remained implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however there may have been under comorbidities and inadequate myocardial preservation that led to the need for a lvad. Information from field indicated that the physician thought patient death was unrelated to the valve and that it was possibly due to undiagnosed pulmonary hypertension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
B2 - date of death is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 october 2023, a 21mm regent valve was chosen for implantation. Once implanted, the valve leaflets would not open or close when testing the valve. It was reported that it was possible that the valve was oversized. The 21mm regent was removed, and a replacement 19mm regent valve was implanted successfully. At the end of the procedure, the patient had difficulty being removed from cardiopulmonary bypass (cpb). The patient was placed on an impella device. After the procedure, the patient was transferred to a different hospital. On an unknown date, the patient died due to an unknown cause. The physician thought it was unrelated to the valve and that it was possibly due to undiagnosed pulmonary hypertension.